Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low pacing impedance on their right atrium leadless pacemaker (ralp). No changes or interventions were performed; the device will continue to be monitored. The patient was stable.